Event description:
It was reported that a patient suffered a cardiac tamponade requiring pericardiocentesis during a cardiac ablation procedure. During ablation at the ridge of left superior pulmonary vein (lspv), as impedance value was displayed 190 ohms, the physician stopped ablation immediately. Then the physician continued ablation at the stable point of impedance with cautious, but blood pressure dropped. A pericardial effusion was observed by the intracardiac echo. There is no claim of device malfunction. The patient was stabilized and the procedure was aborted. The physician commented that as the respiratory care was not successfully managed and the patient moved during procedure, catheter manipulation was unstable which might cause excessive contact to the cardiac muscle unconsciously.

Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The concomitant product: carto 3 system, model# fg-5400-00k, serial # (B)(4). (B)(4).